Event description:
It was reported the electrical cord emitted a spark.

Manufacturer narrative:
It was reported, the electrical cord emitted a spark. Examination of the cord revealed a break at the entrance to the strain relief area near the switch. This unit had been modified by the customer, utilizing a replacement electrical wire and plug. We do not authorize repairs by anyone other than the service technicians in out manufacturing facility. We concluded that the unauthorized modification may have contributed to this incident.